Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a nurse to our local affiliate (B)(4). Initial and follow-up information received on 05/05 and 05/11/2009, and information reported by a physician on 05/27/2009, respectively were processed together. This case involves a (B)(6) female patient who received two treatments of poly-l-lactic acid (sculptra). On (B)(6) 2009, the patient received poly-l-lactic acid diluted with 5 ml water + 2 ml 2% lidocaine (total of 7 ml injected) bilaterally in the face from batch a7022. The patient had no concomitant pathology and concomitant medications were not taken. On (B)(6) 2009, two weeks after her second treatment, she developed itching on her face and hives for one week. On the same day, the patient developed a spot on her left cheek which grew, which is now 3 mm in diameter. It is light brown and firm. The physician reported that there was a possible increase in the skin of pre-existing seborrheic keratosis. He mentioned that the patient has not had any similar events after poly-l-lactic acid therapy and the patient had no similar events after treatments with other products. No histology or lab tests were performed. No corrective treatment was given and the events remain ongoing. The physician considered the reaction to be possibly related to poly-l-lactic acid therapy.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.